Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6), 2024. On follow up routine it was noted that the hydrogel strayed into the rectum. There was not information available regarding the patient outcome. However, no patient symptoms or complication has been reported at the time of this report. No further information has been obtained despite good faith efforts. Additional information received on april 16, 2024 it was further reported that the procedure was performed under lumbar anesthesia. Almost all the hydrogel was noted in the wrong location. The external beam radiation treatment was postponed until the hydrogel disappeared. The patient condition was reported as stable.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Manufacturer narrative:
D4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. H6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2024. On follow up routine it was noted that the hydrogel strayed into the rectum. There was not information available regarding the patient outcome. However, no patient symptoms or complication has been reported at the time of this report. No further information has been obtained despite good faith efforts.